Manufacturer narrative:
Citation: stoker, t. Md. Et al. Novel treatment of a degenerated bioroot with the use of the sutureless valve technique. (2017). Dec 27, s0003-4975(17)31660-0 doi 10.1016/j.athoracsur.2017.11.059. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6) -year-old female patient with a medical history of severe aortic regurgitation of a congenital bicuspid aortic valve, who 13 years prior was implanted with a 21mm medtronic freestyle aortic root. She presented with aortic regurgitation due to a ruptured right coronary cusp of the freestyle. Subsequently a non-medtronic strutless valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.